Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained her scs system was not working. The patient stated she had not used or charged the system in approximately two years. A company representative met with the patient and confirmed the patient's scs ipg battery had depleted and the device was inoperable. Consequently, the patient's scs ipg was replaced with a new one and the issue was resolved.